Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for examination in a previous report. Based on the information received, there is no need to rereview the returned product. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Patient was revised due to infection. After review of medical records, the patient was revised for infected left total hip arthroplasty. It was indicated that the patient underwent a aspiration procedure with significant pain and he was found to have an infection on aspiration. Operative notes reported that there was found to be an extreme amount of gross purulence and synovitis.